Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that a call was placed to hot line by registered nurse (rn) stating they had attempted to insert an intra-aortic balloon (iab), and it would not advance through the introducer sheath. Cardiac care specialist (ccs) asked rn to save iab for return. Rn also stated they were able to insert second iab, but they did not zero. Ccs walked rn through calibration process, when the charge nurse got on the phone and took over the call. At this point the ccs walked the charge nurse through how to calibrate the fiberoptix sensor (fos). Calibration completed without complication.